Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told "there was a little tiny issue, but it was about the reporting of the battery life, but there's nothing wrong with your device." The device remains in use. No patient complications have been reported as a result of this event.